Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient got a power on reset (por) error message displayed on their programmer when they turned on their implantable neurostimulator (ins). The patient stated that they had just finished a course of radiation for prostate cancer prior to turning on the ins. An appointment was scheduled for (B)(6) 2017. The issue hasn't yet been resolved. No patient symptoms were reported and there were no further complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is post-laminectomy pain.